Event description:
During routine testing at installation of unit, datex-ohmeda service rep noted the vaporizer's interlock system was not operating. There was no pt involvement. Datex-ohemed'a investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.